Manufacturer narrative:
Customer name- (B)(6) customer address- (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported error 315 (incompatible scope error) during reprocessing involving an olympus colonovideoscope. There was no patient involvement reported.